Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging his one touch ultralink meter read inaccurately erratic when performing consecutive blood glucose tests. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient on (B)(6) 2013. The patient reported that the alleged inaccuracy began on (B)(6) 2013, at 3:15 a. M. When he obtained blood glucose results of ¿138, 522, 525, 545, 505, 138, 64 mg/dl¿ with the subject meter, performed within 20 minutes of each other. Based on statistical methodology the calculated difference between these glucose results exceeds the expected value of less than or equal to 20%. The patient manages his diabetes with an insulin pump and stated he increased his dose of insulin (4.1 units) in response to the alleged inaccurate result(s). At an unspecified time after the alleged issue occurred, the patient reported that he developed symptoms of ¿dizzy, disoriented, in and out of consciousness, and extremely hungry¿. The patient stated he tested his blood glucose and obtained a result of ¿54 mg/dl¿ with the subject meter. Immediately after, the patient self-treated with 5 glucose tablets and food. The patient¿s wife called emergency medical services (ems). When ems arrived, they tested the patient¿s blood glucose and obtained a result of ¿60 mg/dl¿. The patient stated he was started on an IV by ems, but could not recall the type of IV that was given. Ems brought the patient to the emergency room (ER) and the patient¿s blood glucose was tested. The patient could not recall the result obtained from the ER/hospital meter. The patient stated the health care professional (hcp) at the ER continued his IV and was monitored. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure setting. The patient did not have any control solution at the time to test the subject meter and teststrips. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained inaccurate high readings on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (03/11/2014), the patient¿s meter and test strips have been returned on (B)(4) 2014 and (B)(4) 2014, respectively, and evaluated by lifescan product analysis on (B)(4) 2014 and (B)(4) 2014, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips were also tested and the primary complaint was not confirmed. The reported issue could not be confirmed or if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.